Manufacturer narrative:
Correction: please retract this report 2017865-2024-57722, since this event was noted pre-distribution.

Event description:
Prior device release, it was reported that the pacemaker was in backup vvi mode. Programming changes were made. There was no patient involvement.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was already restored from backup mode upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of the output parameters found no anomaly. The device was monitored with load for several days and no anomaly was noted. Additionally, evaluation at low temperature could not reproduce the backup condition. Despite extensive testing backup operation could not be reproduced and the cause of reset is undetermined. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.